Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product was provided for investigation. An external visual inspection was performed and no damage. Test 1 was performed and n/a. Test 2 was performed and passed. Test 3 was performed and n/a. The receiver log was downloaded. An unexpected receiver shutdown was not found within the investigation window. The allegation was not confirmed. However, an error icon was found in connection to the reported allegation. The probable cause of the error icon could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information - additional / device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: medical device problem code - correction. H6: type of investigation ¿ additional. H6: investigation findings - additional.